Manufacturer narrative:
B3. Date of event: actual event date is unknown, therefore first day of boston scientific aware month was selected.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urethral injury. The aus was explanted. No further patient complications were reported.

Manufacturer narrative:
B3. Date of event: actual event date is unknown, therefore first day of boston scientific aware month was selected. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier #UDI (and other product specific information. If additional details become available, a supplemental report will be submitted. Correction to section h6: patient codes.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urethral injury. The aus was explanted. No further patient complications were reported.